Manufacturer narrative:
The customer contacted siemens customer care center the headquarters support center (hsc) reviewed the information provided by the customer. Hsc found that antibody assays have poor concordance amongst each other compared to other assays such as thyroid, tumor marker, etc. The poor concordance amongst assays could the most likely cause of the discordance. As there was no sample available that the customer could send to siemens for internal testing, siemens was unable to confirm the customer's observation. The hsc provided the following publications to the customer on the topic of assay concordance: https://www.ncbi.nlm.nih.gov/pmc/articles/pmc3123526/. Https://www.ncbi.nlm.nih.gov/pubmed/21325460. Https://www.ncbi.nlm.nih.gov/pubmed/21502198. Https://www.ncbi.nlm.nih.gov/pubmed/?term=causes+of+discordance+between+thyroglobulin+antibody+assays the customer has received and reviewed hsc's response and requires no further support from siemens. The device is performing within specification. No further evaluation of the device is required. MDR 2432235-2020-00122, MDR 2432235-2020-00123, MDR 2432235-2020-00124, and MDR 2432235-2020-00126 were filed for the same event.

Event description:
One discordant, falsely depressed anti-thyroglobulin antibody (atg) result was obtained using immulite 2000 xpi on a single patient. Three initial testing using siemens advia centaur xp were considered correct and were reported to the physician(s). A later test with immulite 2000 xpi was considered discordant but was reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated atg results.